Manufacturer narrative:
Patient weight: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. FDA registration #: (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation of esophageal varices procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the speedband device would not release its elastic bands. Reportedly, the device was removed from the patient in an attempt to troubleshoot; however, the handle activation knob was locked and could no longer be rotated. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient weight: 115.2 kg. Block h6: device code 2610 captures the reportable issue of bands failed to deploy. Device code 1069 captures the reportable issue of handle could not be rotated. Block h10: investigation results: the returned speedband superview super 7, and a visual examination noted that the handle assembly and ligator head were returned with the device. The trip wire was partially rolled in the handle assembly, and it was secured in the handle slot when received. However, the trip wire was kinked in several locations at the proximal section. A crimp was present on the tripwire. The suture was broken with one section was attached to the trip wire loop and the other section was attached to the ligator head. Further analysis noted that the evidence of suture broken was likely to separate the device from the scope. This condition is not considered as an issue of the device. The suture hole did not have any visual damage while the ligator head teeth were damaged. Additionally, there were six bands attached on the ligator head, but these bands were moved out their positions, confirming the deployment failure. The bands were moved out their position. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. FDA registration #: mw5094973.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation of esophageal varices procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the speedband device would not release its elastic bands. Reportedly, the device was removed from the patient in an attempt to troubleshoot; however, the handle activation knob was locked and could no longer be rotated. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.